Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that an allergic reaction occurred. In (B)(6) 2015, the patient developed rashes immediately after implantation of a promus premier stent. The rash would not seem to go away since the procedure. Upon initial patch testing, the patient did not test positive for nickel or platinum but was high for gold. The physician would like to do additional testing with a fin chamber and patch testing on the patient.